Event description:
Same case as MFR#: 2134265-2010-01434. It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesion was located in the ostium of the circumflex. A 3.0x8mm taxus liberte stent delivery system (sds) was advanced on a choice pt extra support guide wire. During advancement, it was noted that the shaft of the sds kinked. The sds locked on the wire and everything had to be removed as a unit. To successfully complete the procedure, the physician used a new guide wire and sds. There were no patient complications and the patient's current condition is listed as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned guidewire revealed that the guidewire was lodged inside the related stent delivery system. Upon removing the guidewire from the catheter, kinks and bends were observed along the entire length. The kinks were located at the following locations from the distal tip:1, 5 to 7, 128, 135, 140 to 145, 147, 158, 227, 228, 243 and 269 cm. No additional damage was noted. The undamaged sections of the wire met outer diameter specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MFR#: 2134265-2010-01434. It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesion was located in the ostium of the circumflex. A 3.0x8mm taxus liberte stent delivery system (sds) was advanced on a choice pt extra support guide wire. During advancement, it was noted that the shaft of the sds kinked. The sds locked on the wire and everything had to be removed as a unit. To successfully complete the procedure, the physician used a new guide wire and sds. There were no patient complications and the patient's current condition is listed as 'ok'.